Manufacturer narrative:
Service confirmed burnt trace on the tip surface membrane along the radiofrequency trace, which causes the reported issue during treatment. The investigation found sparking from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4).

Manufacturer narrative:
The product was returned and evaluated. Dielectric breakdown was seen so the tip was not used in a functional test. The tip was used for (525) treatments. The tip passed the flow test and failed the leak test. The visual inspection failed as dielectric breakdown was observed. The tip also failed the thermistor test. The investigation is underway.

Event description:
A user facility reported that after around 300-400 reps they saw a spark from the tip. They changed tips and had no further issues. There was no patient injury.